Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep test the system operation in both standard save mode and cine. System operated without incident. The rep was unable to duplicate problem.

Event description:
It was reported that the 9800 system lost two pt images the customer thought were saved. No pt data was found in the system. No pt injury was reported.